Event description:
It was reported that the patient's device was prophylactically replaced. The explanting facility is a no return site, therefore the explanted device was not received for analysis. No additional relevant information has been received to date.

Event description:
It was found in clinic notes submitted for a patient's generator replacement that the patient experienced a seizure that lasted more than five minutes. The notes also stated that after a vns check, the patient was referred for an "auto-stim and battery" replacement. No known surgical intervention has occurred to date. No additional information has been received to date.